Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA: 010215.

Manufacturer narrative:
Manufacturer year 2015. The account reported that the corneal burn event was a result of a new operating room technician selecting the default settings instead of selecting the surgeon¿s program settings. The clinic is reporting this adverse event only and did not request or require field service or clinical support. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
During a cataract extraction procedure, a corneal burn occurred in the patient¿s operative eye. A suture was required to close the incision. The procedure was completed. It was reported the corneal burn event was a result of a new operating room technician selecting the default settings instead of selecting the surgeon¿s program settings.

Manufacturer narrative:
In initial report, the manufacturer year was only provided, however the full date is 09/16/2015. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.